Event description:
It was reported that intraoperatively the femoral implant was opened and it was found that there was adhesion on the implant. Another implant available and used and the surgery was completed without any issues. A surgical delay was not reported.

Manufacturer narrative:
Product complaint : # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was received for examination. The photo investigation confirmed the reported allegation, the photo investigation found the foamy material from the package still attached to the implant. Visual examination of the returned device found no residue, most likely due to the sterilization process before reaching the investigation site. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. 1) quantity manufactured: (B)(4), 2) date of manufacture: 17 december 2020, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 090200828, 5) IFU reference: 30 november 2030 .

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this complaint was received for examination. The photo investigation confirmed the reported allegation, the photo investigation found the foamy material from the package still attached to the implant. Visual examination of the returned device found no residue, most likely due to the sterilization process before reaching the investigation site. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> product description: attune ps fem rt sz 8 cem product code: 150410208 lot number: 9646092 1) quantity manufactured: (B)(4) 2) date of manufacture: 17 december 2020 3) any anomalies or deviations identified in DHR: none 4) expiry date: 090200828 5) IFU reference: 30 november 2030 corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3, h8.